Manufacturer narrative:
The customer reported that there was an artifact on a patient¿s hepatic (abdominal) images. There was no misrepresentation as a result of the artifact. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the customer¿s allegation and inspected the system. The fse found the compensator of the a-plane collimator was broken. The fse replaced the a-plane collimator which involves the compensator to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.